Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient (reported as 50+ years old). She was injected superficially with radiesse(+) into the mid face. Batch number and expiry date were reported as unknown. Radiesse(+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). After the radiesse(+) injection, the patient experienced a vascular occlusion. The health care professional was able to resolve the event and the patient did not have any issues afterwards. The outcome of the event was reported as resolved. Follow-up information was received on 19-nov-2025: the patients initials and age were provided. She was 60 years old at the time of the event. She was injected with a total of 3 ml of radiesse(+) into the lower cheek (off label use of device), on (B)(6) 2025. Batch number was reported as a00208940 (expiry date: 16-jan-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00208940 (expiry date: 16-jan-2027). A lot search in the global safety database was conducted. Radiesse(+) was diluted 1:1 with bacteriostatic saline (product preparation issue, off label use of device). She was injected with 1.5 ml into each side. A 25g 2 inch cannula was used in the superficial plane. The patient was previously injected with radiesse(+) into the midface and with vobella in 2023, and with sculptra, radiesse(+), eyelight, and botox® in 2024. The patient was previously injected with botox® and radiesse(+) in 2025. The patient had an allergy to vicodin, xodol, stadol, and depo medrol. Concomitant medications included levoxyl, cytomel, b12, folcaps, omega 3, and aspirin. The patient's medical history was reported as none. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion on the right lower cheek. Corrective treatment included one vial of hylenex and 3 ml of saline, to accelerate recovery. No oral medication was given. Laboratory tests were not performed. The event was reported as resolved on (B)(6) 2025. In the opinion of the reporter, the event was more likely related to variation in anatomy and how thin the patient was, the event was not considered to be permanent and did not require hospitalization for more than 24 hours, but treatment was necessary to accelerate recovery. The outcome of the event remained unchanged. Amendment was performed on: 10-dec-2025: case amendment performed due to a technical issue related to submission.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse(+) for injection into the mid face is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 19-nov-2025: the batch record review for radiesse(+), lot a00208940, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00208940) and no similar events were noted. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the lower cheek is no approved indication for radiesse (+) in us. Dilution of radiesse (+) with bacteriostatic saline for injection into the lower cheek is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Possible confounding factor includes provider reported variations in patient anatomy and how thin the patient was. However, further details were not provided and the reported event can occur after treatment with radiesse (+). Therefore, the causality for the previously reported event remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to case amendment performed on 10-dec-2025: case amendment was performed due to a technical issue related to the submission for version 2 of this case. Causality for the previously reported event remains unchanged as possibly related to the treatment with radiesse (+). This case remains assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse(+) for injection into the mid face is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient (reported as 50+ years old). She was injected superficially with radiesse(+) into the mid face. Batch number and expiry date were reported as unknown. Radiesse(+) was diluted at a 1:1 ratio (product preparation issue, off label use of device). After the radiesse(+) injection, the patient experienced a vascular occlusion. The health care professional was able to resolve the event and the patient did not have any issues afterwards. The outcome of the event was reported as resolved.